Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported the customer requested assistance with programming their insulin pump. Customer required assistance with changing their alert time. Customer also reported they were experiencing unexplained hypoglycemia. The customer stated they had changed their basal rates, but their low blood glucose persists. Customer stated their blood glucose had declined to 64 mg/dl. The customer also stated they may be over bolusing for their meals. Customer's blood glucose was 74 mg/dl at the time of the call. No additional information provided.